Manufacturer narrative:
MDR 3003442380-2024-06570 - device 1 of 2 e1: patient country: canada

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported that the infusion set fell off with duration of 1 hour, which caused the patient's blood glucose levels increase to high (27.7 mmol/l) and patient was hospitalized for 2 days and went to emergency room with high/ large ketones. The patient replaced infusion set and resumed insulin successfully. No further information available